Event description:
Information was received from a friend/family member of a trial patient who was using an external neurostimulator (ens) for urge incontinence, urgency frequency. It was reported that they asked if a wire had disconnected or if the therapy was on. They were assisted with confirming that the therapy was still on. They also noticed there was extra wire hanging loose and said they wrapped it around the battery to not have it so loose and asked if that was okay. Advised to contact their clinician just to make sure everything is in place. They said there is no way to contact the clinician because they do not answer.

Manufacturer narrative:
Concomitant medical products: product ID: 309201, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.